Manufacturer narrative:
Conclusion: no conclusion can be drawn - additional testing on the sample will be conducted at siemens.

Event description:
In 2006, a pt was tested with the advia centaur troponin I ultra method and a troponin value >50 ng/ml was reported. Dilution of the sample (1:5) gave a result of 66 ng/ml. The clinical examination of the pt was unremarkable. Testing with a competitor method resulted in a troponin value of 0 ng/ml. Testing on the same pt in 2007 with a different sample yielded troponin results of >50 ng/ml on the centaur. Upon dilution (1:5), the result was 82.7 ng/ml; this diluted sample was diluted again (1:10) and a troponin value of 3.20 ng/ml was obtained. Competitor method testing resulted in a troponin value of 0. The laboratory director has stated that the advia centaur system was working as expected at the time. After the second test, the pt was hospitalized and underwent a coronarography (heart x-ray). Results were negative for cardiac occlusion. A third sample from the pt has been sent to siemens for further investigation - heterophilic antibody or other interference is suspected. The instructions for use for the troponin I ultra assay on the advia centaur indicate heterophilic antibody interference as a limitation of the assay.